Manufacturer narrative:
Event date (B)(6) 2018. The service engineer (se) inspected the device and replaced the power supply.

Event description:
It was reported that the ventilator generated a power supply issue 24 volt failed error code. There was no patient harm reported. The event date was not specified; estimate used.